Event description:
It was reported that a patient underwent a left revision total knee arthroplasty in which incompatible devices were implanted. Subsequently, the patient experienced noise including clicks and knocks from the implanted prosthesis and continues to experience swelling and pain over one (1) year and three (3) months post-implantation. The devices remain implanted and further medical intervention has not been reported. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
(b)(4)B3: Exact event date is unknown however the RTKA with incompatible device implantation occurred in (b)(6)2025.D6a: Exact implantation date is unknown however is reported to have occurred in (b)(6)2023. D10: Medical Product: Unknown NexGen LCCK Femoral Component; Unknown MSK-AS Montagne Articular Surface; Unknown MK-P Patella Component.G2: Foreign: Russia.The product is not available for further evaluation as it remains implanted. The investigation is in progress. Upon completion of the investigation, a Follow-Up MDR will be submitted.